Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company rep regarding a patient receiving morphine (25mg/ml at 1 .4mg/day) via intrathecal infusion pump for spinal pain. The hcp had called to troubleshoot the patient¿s overdose symptoms. It was reported the patient had been refilled today ((B)(6) 2020) at the managing doctor¿s office and presented to the ER ¿not responsive¿. The ER put the patient on a narcan drip, and they became more responsive, but the wife states they were still "not himself." It was stated the caller attempted to get ahold of the managing doctor, but they didn¿t return the call. It was confirmed that the pump was not alarming. Additional information was received from the rep. It was reported that the patient was unresponsive at home an hour after their refill. The patient was given 3 doses of narcan before being started on the drip. The rep spoke to the nurse on (B)(6) 2020 and they asked them to read the pump and that they suspected pocket fill. When the rep arrived, it was reported the patient was alert now and insisted that it was the pump¿s fault. It was also reported that the patient had started taking too much oral medication. It was reported that the patient was on ms contin, oxycodone, and trazadone. The pump was interrogated, and no stalls or alarms were observed. The nurse documented the drug concentration and rate. The issue was resolved at the time for the report. Additional information was received from a rep. It was reported the patient's weight was unknown. It was reported that at first a pocket fill was suspected but once the patient was able to speak it was suspected that the patient took their oral medicine inappropriately. The cause of this incidence was not determined. It was reported in response to the patient's claim that it was the pump's fault that there were no issues with the pump when the rep interrogated it. The cause of the overdose was not determined.